Event description:
It was reported that a spectrum pump experienced a false detection of a loaded set, and that when turned on the pump reads "reload/readjust set". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a reload set message corresponding with reported symptom. Evaluation observed the downstream sensor reading to be above specification. The downstream sensor was replaced to correct this condition.